Event description:
Mcgaw hyperformer - station number 5 (fats) not rotating, making loud noise. Noted pinched hole in tubing at wheel site. Changed tubing. Again same problem. Changed tubing, again same problem. Notified rep at co who insisted rptr try a 3rd tubing. Rptr informed rep this was 3rd set and rptr refused to put another. Rep would notify supervisor. Thirty-five minutes later supervisor called and stated "no problem" would send one out. Received new one 2 days later.